Event description:
Procedure type: lap gastric bypass. According to the reporter: during the procedure, the surgeon ran a running suture several passes through the omentum and the small bowel while closing peterson's defect. When he went to tie the knot, the needle would not toggle. The needle disengaged from the instrument and the surgeon used a grasper to tie the knot and removed the needle when finished. The instrument would not load a new needle and therefore, a new instrument was used. There was no pt injury , no tissue damage, and no extended or time.